Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The remote service engineer (rse) conducted a phone interview with the customer and determined that the cause of the reported problem was the speaker. The rse ordered and shipped a replacement speaker to the customer site. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was no sound from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.